Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that the safety valved constantly opening and closing during pre-use check. The ventilator was investigated by our field service engineer on-site and the expiratory channel pc board was found defective and replaced. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that the safety valved constantly opening and closing during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).